Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve. Shortly after the valve was deployed, the blood pressure dropped and the patient arrested. CPR was initiated and transesophageal echocardiogram (tee) confirmed a pericardial effusion with acute cardiac tamponade. Pericardiocentesis was performed and packed red blood cells (prbcs) and IV fluids were administered. Subsequently, the patient expired. An autopsy was performed, and revealed that the effusion and tamponade were from a left ventricle perforation from a non-medtronic guide wire in the left ventricle. Autopsy findings reported there was an intact valve, seated low, mal-rotated, with obstruction of the right coronary ostium by the native right aortic leaflet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.